Event description:
The healthcare provider (hcp) requested MRI information for a pending dbs revision surgery. There were no other details given related to this event and no symptoms reported. Follow up is being conducted to obtain further information. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.